Event description:
It was reported that the device stopped infusing while connected to a patient. The biomed stated that the battery had died, they were able to charge it, and the pump started working. Per report, "the staff stated that the device was plugged in." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a device stopped infusing was confirmed during the log review but was not replicated during the investigation. The returned device was fully evaluated, and the probable cause was not able to be identified. The suspect pcu was tested using battery conditioning (fast or optimal) in maintenance mode to identify its battery operational state. According to the alaris technical service manual v12.3.1, if the message "the measured battery capacity is too low" appears at the end of the test, the battery needs to be replaced. The battery of the suspect pcu passed the test successfully. After the test completed, a new battery capacity displayed as 3538 milliamp-hour (mah). The concomitants pump modules were connected to the suspect pcu and were programmed an infusion at a rate of 100ml/hr, these infusions were left for 36 hours during which it was not possible to replicate the failure. The rate was changed to 50 ml/hr and it was left infusing for another 62 hours. The infusions were completed as programmed with no errors or interruptions observed during the infusions. A review of the pcu error log showed no errors or malfunctions relevant to the facility¿s complaint. The customer did not provide an event time. A log review was performed with the information contained in the pcu s/n (B)(6) event log, on december 3rd, no events related to the reported issue were found. On december 4th, some events related to the problem were found, so an analysis was conducted with the latest programmed infusions before the incident. Based on the review of the event log, three (3) infusions were running prior to the devices shutting off. The pcu event log did not record the moment when the pump modules shut down, so the next entry is the power on at 4:40 am. After this incident, 3 pump modules were programmed until the incident happened again at 4:44 am. The pcu was turned on again and 3 infusions were programmed for the last time until the pcu suddenly shut down at 4:50 am. Based on the review of the battery log, at 4:11 am, the pcu was connected to ac power, with no record at the time of the first incident. At 4:44 am, during the second incident, the pcu recorded a completely low battery and three consecutive connections to ac power. At 4:50 am, an ac power off was recorded, along with two connections to ac power at the moment the pcu was power on after the third incident. Bd software engineering evaluated the recorded log events and suspected a hardware issue may have been the cause of the incident; however, extensive testing and inspection was not able to identify an existing hardware malfunction. Per bd alaris technical service manual v12.3.1, failure to correctly follow the battery installation instructions may lead to intermittent battery connection, which could result in a loss of power and interruption in patient therapy. Per alaris system user manual v12.3.1, the battery should be conditioned every 12 months regardless by biomedical engineering. The battery should be replaced every 2 years by biomedical engineering. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue the device stopped infusing was able to be identified during the log review, but the issue could not be replicated during the investigation. The probable cause was not able to be identified. Note that imdrf annex a1801, c23, d11, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device stopped infusing while connected to a patient. The biomed stated that the battery had died, they were able to charge it, and the pump started working. Per report, "the staff stated that the device was plugged in." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: a23 - use of device problem (1670), g02002 - battery, c23 - usage problem identified, d11 - cause traced to user. Correction: manufacturer narrative. Investigation summary: the report of a device stopped infusing was confirmed during the log review but was not replicated during the investigation. The returned device was fully evaluated, and the probable cause was not able to be identified. ¿ the suspect pcu was tested using battery conditioning (fast or optimal) in maintenance mode to identify its battery operational state. According to the alaris technical service manual v12.3.1, if the message "the measured battery capacity is too low" appears at the end of the test, the battery needs to be replaced. ¿ the battery of the suspect pcu passed the test successfully. After the test completed, a new battery capacity displayed as 3538 milliamp-hour (mah). ¿ the concomitants pump modules were connected to the suspect pcu and were programmed an infusion at a rate of 100ml/hr, these infusions were left for 36 hours during which it was not possible to replicate the failure. The rate was changed to 50 ml/hr and it was left infusing for another 62 hours. The infusions were completed as programmed with no errors or interruptions observed during the infusions. ¿ a review of the pcu error log showed no errors or malfunctions relevant to the facility¿s complaint. The customer did not provide an event time. A log review was performed with the information contained in the pcu s/n (B)(6) event log, on december 3rd, no events related to the reported issue were found. On december 4th, some events related to the problem were found, so an analysis was conducted with the latest programmed infusions before the incident. Based on the review of the event log, three (3) infusions were running prior to the devices shutting off. The pcu event log did not record the moment when the pump modules shut down, so the next entry is the power on at 4:40 am. After this incident, 3 pump modules were programmed until the incident happened again at 4:44 am. The pcu was turned on again and 3 infusions were programmed for the last time until the pcu suddenly shut down at 4:50 am. Based on the review of the battery log, at 4:11 am, the pcu was connected to ac power, with no record at the time of the first incident. At 4:44 am, during the second incident, the pcu recorded a completely low battery and three consecutive connections to ac power. At 4:50 am, an ac power off was recorded, along with two connections to ac power at the moment the pcu was power on after the third incident ¿ bd software engineering evaluated the recorded log events and suspected a hardware issue may have been the cause of the incident; however, extensive testing and inspection was not able to identify an existing hardware malfunction. ¿ per bd alaris technical service manual v12.3.1, failure to correctly follow the battery installation instructions may lead to intermittent battery connection, which could result in a loss of power and interruption in patient therapy. ¿ per alaris system user manual v12.3.1, the battery should be conditioned every 12 months regardless by biomedical engineering. ¿ the battery should be replaced every 2 years by biomedical engineering. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note that this report lists imdrf annex a1801, c0503, d08, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Additional information: imdrf annex a, c, d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device stopped infusing while connected to a patient. The biomed stated that the battery had died, they were able to charge it, and the pump started working. Per report, "the staff stated that the device was plugged in." There was patient involvement but no harm.